Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information from the patient that immediately following the implant of this transcatheter bioprosthetic valve, inside a previously implanted non-medtronic valve, the patient's mean gradient was 12 millimeters of mercury (mm hg). 5 years and 1 month following implant, the patient had a recent echocardiogram that revealed a maximum gradient of 35 millimeters of mercury (mm hg) and a mean gradient of 19 mmhg. No symptoms were reported, and no treatment was reported or planned. No adverse patient effects were reported. Additional information was received that approximately 6 years and 1 month following the implant of this transcatheter aortic valve (tav), a computed tomography (CT) scan was performed that revealed the valve failed due to an unknown reason. Subsequently, the patient was evaluated for a possible tav in tav.

Manufacturer narrative:
Updated data: b1. B2. B5. H1. The original information indicated the event was a reportable malfunction. Additional information indicates that a life threatening injury occurred. The event is now a reportable serious injury. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information from the patient that immediately following the implant of this transcatheter bioprosthetic valve, inside a previously implanted non-medtronic valve, the patient's mean gradient was 12 millimeters of mercury (mm hg). (B)(6) following implant, the patient had a recent echocardiogram that revealed a maximum gradient of 35 millimeters of mercury (mm hg) and a mean gradient of 19 mmhg. No symptoms were reported, and no treatment was reported or planned. No adverse patient effects were reported. Additional information was received that approximately (B)(6) following the implant of this transcatheter aortic valve (tav), a computed tomography (CT) scan was performed that revealed the valve failed due to an unknown reason. Subsequently, the patient was evaluated for a possible tav in tav. Additional information was received that the valve failed due to moderate-severe central aortic regurgitation, and there is no tav in tav planned.